Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and its associated effects.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced continuous glucose monitoring (cgm) system compared to blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2016. The patient called dexcom technical support (ts) to report that she was at 41mg/dl while the cgm was reading 84mg/dl. The patient felt shaky, was sweating and was not responding to the dexcom ts representative's questions right away. The patient was advised to treat the low blood sugar as she usually did and make sure to sit down. The patient drank some orange juice and retook a finger stick which was at 43mg/dl. The patient drank a little more orange juice, and waited on the phone for her fingerstick to read within the normal range. Patient's third fingerstick read 79mg/dl. At the time of contact, the patient was doing fine. Additional event or patient information is not available. No product or data was provided for evaluation. The reported event of cgm inaccuracy was not confirmed. A root cause could not be determined.